Event description:
Citation: "iatrogenic carotid-cavernous fistula after stent assisted coil embolization of posterior communicating artery aneurysm". This article describes a case of direct carotid-cavernous fistula (ccf) after stent procedure for treatment of a complex posterior communicating artery (pcoa) aneurysm re-growth, which was treated by clip ligation 12 years before. The patient was re-treated for sudden severe headaches and computed tomography (CT) scan of the brain showed evidence of a fisher grade 3 sah within the basal cisterns and both sylvian fissures, 8 coils were first placed and the blood flow to ica became difficult to verify. Therefore, bailout stenting was performed using a solitaire. Still the a1 flow was not visualized during another coil packing. It was suspected that an anterior cerebral artery (aca) thrombus had occurred. The microcatheter was advance to a1 through the stent lumen, pushing and pulling of the microcatheter (multiple times). A carotid-cavernous fistula (ccf) developed after these actions. Contralateral angiogram of the ica determined that it was not a thrombotic occlusion, but a simple flow direction change due to the deployed double overlapping stent across the aca orifice. Angiogram revealed a small amount of contrast leaking into the cavernous sinus and right inferior petrosal sinus from the cavernous ica. The patient was managed conservatively and angiograms performed three months after the procedure showed complete obliteration of the left pcoa aneurysm and the spontaneous disappearance of ccf.

Manufacturer narrative:
This article is available online at www.ncbi.nlm.nih.gov/pmc/articles/pmc4394119/. Per the instructions for use: "the solitaire¿ fr revascularization device is intended to restore blood flow by removing thrombus from a large intracranial vessel in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment." The device was not returned for analysis. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).